Manufacturer narrative:
(B)(4). Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 39.5 cm from the hub. The 3max was kinked and ovalized approximately 3.7 cm from the distal tip. Conclusions: evaluation of the returned device confirmed the 3max was fractured. This type of damage typically occurs due to forceful manipulation of the 3max at extreme angles during removal from the packaging or preparation for use. Further evaluation of the 3max revealed that it was damaged on the distal shaft. This damage was likely incidental and may have occurred during packaging the device for return transit. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the technologist noticed that the penumbra system 3max reperfusion catheter (3max) broke in half upon removal from its dispenser hoop. The 3max broke in half prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new 3max.